Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort because the ipg would move in the pocket and the pocket would fill with fluid. Follow up information identified the patient underwent surgical intervention (B)(6) 2015 to reposition her ipg.